Manufacturer narrative:
Submit date: 11/17/2015.an investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that one each of this item gauze 4x8 12ply xr came to them frayed and loose gauze.

Manufacturer narrative:
The actual complaint sample was not returned for review by the customer; however, 3 photos of the reported condition were submitted with the complaint. The 3 photos were evaluated for the reported condition of frayed and loose strings in the gauze. The photos clearly showed a sponge that has been unfolded and has loose strings. The weave of the sponge seems to be loose allowing the strings to move within the weave. A device history record review (DHR) could not be performed because a lot number could not be provided by the customer. All DHR's are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A root cause for the reported condition cannot be specifically identified. A potential root cause is during the manufacturing process an error occurred causing the string to be pulled out of alignment or shape. This product is not designed to be unfolded as shown in the pictures. This could lead to weaker physical characteristics than one that is folded as intended. In process inspections are in place to identify and remove quality imperfections prior to the final packaging of the product. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.